Event description:
The account generated a false negative axsym total bhcg result on a pregnant patient. The prenatal patient tested axsym total bhcg negative (4.76, units of measurement not provided) but generated positive axsym total bhcg results when diluted (1:10 dilution = 55, units of measurement not provided, and 1:200 dilution = 1223, units of measurement not provided). The account stated the quality control was within range. Through troubleshooting, the account tried to recalibrate the axsym total bhcg assay but the calibration failed with error 1048 (calibration check failure, cal a/b ratio too large). A new axsym total bhcg reagent lot (73102jn00) and new calibrators were used for a passing calibration. The negative axsym total bhcg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym total bhcg, that has a similar us product distributed in the us, axsym total bhcg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). As part of the investigation a review of the manufacturing and testing documentation was performed. In order to protect the patient management of our customers, final product release specifications are developed, to which every lot manufactured must meet prior to its release for sale. During our investigation the control and panel* values obtained during final and product release testing were reviewed for axsym total b-hcg reagent lot 70374jn00 and master calibrator lot 7k58-30, lot 70428jn00. The review demonstrated that all control and panel* values were within specification and no adverse trends were observed. (*a panel is an internal sample frequently called for in a product's testing documents to evaluate the acceptability of the new lot of reagents, calibrators, and/or controls prior to release of the product for sale. Axsym total b-hcg panels are serum based and are formulated to mimic patient samples.). Additionally, the performance of all axsym total b-hcg reagents manufactured to date was analysed using statistical process control (spc). Spc employs statistical techniques to measure and analyse the variation in a process. It is used to measure the consistency of processes used to manufacture a product. Spc detects any unusual variation in a process. Spc analysis of the final release test data for reagent lot 70374jn00 and master calibrator lot 70428jn00 indicated that the lot was performing within the upper and lower specification limits and established control limits. Furthermore, a testing protocol was executed to examine the performance of the axsym total b-hcg reagent and master calibrator lots that were in use in the customer facility at the time of the complaint. Through this investigation five calibrations were successfully performed across three instruments, meeting all assay file parameters and generating control data within range. Based on this investigation and a review of the information available to us, we were unable to confirm the customer observation and conclude that the axsym total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is a final report.